Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of defective intraocular lens (iol). Additional information has been received that lens was damaged by the injector.the lens was removed during initial procedure and surgery completed with replacement lens. There was no harm to the patient and patient was not hospitalized.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of an injector damaging the lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).